Event description:
It was reported that the customer went to the emergency room with a blood glucose (bg) level of 20 mg/dl; cause was not known. Customer was treated with glucagon and a glucose tablet to address bg. The customer was discharged later the same day with the issue resolved and no permanent damage. Reportedly, the cartridge had been in use for more than 72 hours with humalog insulin. Tandem technical support educated the customer on insulin labeling and a system check with tandem technical support confirmed the pump was functioning as intended.

Manufacturer narrative:
Per tandem¿s cartridge instructions for use: "replace the cartridge every 48 hours if using humalog; every 72 hours if using novolog. This can cause very high or a very low blood glucose. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.